Manufacturer narrative:
On (B)(6), 2021 customer alleged high blood glucose event. Evaluated one partial opened, used reservoir (no transfer guard and plunger returned). Inspected reservoir's o rings, septum and stopper groove for anomalies (appendix e), and none was found. Using a new lab transfer guard and plunger; as follows: reservoir filled with diluent no air bubbles were observed during filling and connected to a new quick-set. Installed reservoir and connector into a 7xx insulin pump; performed manual prime and ran bolus and basal leak test procedure (appendix c); per (B)(6). Insulin pump is working as expected. In conclusion; reservoir passed functional test, no occluded, leakage anomalies were found during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2021 with blood glucose level was 800 mg/dl. The customer current blood glucose level was 61 mg/dl. The customer was treated with was taken to the hospital and received insulin drip. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did alleging insulin pump for under delivery due to high blood glucose. Customer stated that they did not used auto mode feature at time of high blood glucose event. Customer performed displacement test and it was passed. The insulin pump will be returned for analysis.